Event description:
Writer received a phone call from baxter sales representative who initially reported on behalf of the facility that a triple channel colleague pump with 3 lines running stopped during pt infusion (inoperable). Additional info was received from the facility via email that the pt was a male that was in an ICU, and already in a bad condition, when 3 channels "just went bad". It was reported that he (the pt) was on "3 pressors" at the time of the pump channel failure. Baxter received additional info from the director of pt safety that 2 triple channel colleague pumps were involved in the incident. The director of pt safety identified the 3 pressors that had been infusing on the pt. They were levophed, a vasopressor, and neoepinephrine. Both pumps were removed from service because fluid was spilled on them, and they stopped (all 3 channels on each pump) infusing. It was noted that the pt had a swan-ganz insertion, and that during the incident, the nurse on duty was moving an IV pole when the transducer tubing pulled from an IV bag, and soaked the pumps which then stopped infusing. A third triple channel pump was quickly connected to the pt to continue the infusion of the medications. The patient's blood pressure remained stable throughout the incident, and no pt injury occurred or medical intervention was required due to the incident. The director of pt safety did not have additional info on the pre-existing condition or current condition of the pt. The biomedical engineer called baxter to inform product surveillance that the facility exonerated the colleague pumps as the cause of the pumps failure to infuse. Product surveillance requested the pumps for further eval. The biomedical engineer said that he was not sending in the pumps at the time but would send them in at a later date, if he were to find issues during preventive maintenance.

Manufacturer narrative:
The device has been requested by baxter for eval of the reported malfunction of inoperable during pt infusion. The facility has decided to not return the device to baxter at this time. Should the pump be received for eval of the reported incident, a follow up report will be filed upon completion of the eval, or if additional info becomes available.